Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Wit was reported that during a da vinci-assisted ventral hernia intraperitoneal onlay mesh (lpom) surgical procedure that mega suture cut needle driver instrument snapped where it articulates. The fragment did not fall during a collision. The fragment was retrieved during the same procedure, which was completed with a backup instrument. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.